Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp for hemodynamic support. While on support, the automated impella controller (aic) experienced battery charging/other issues.